Event description:
It was reported that during an unk procedure, the jaw would not open. Another device was used to complete the case. There were no adverse consequences to the pt. Device discarded.

Manufacturer narrative:
(B)(4). Info asked for but unk or not provided during initial contact. Info not available, device not returned for analysis.